Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history record indicates the order was built to specification. The returned wet cassette was visually inspected and no obvious defects were observed. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fittings at the aspiration tubing insertion end. The sample could be recognized and the service data could be retrieved from the console. During priming, the irrigation and aspiration valves turned properly. However, the sample failed to prime, and generated a vacuum check failure error code. After purging the cassette with air and water, attempted to prime cassette again, the same system message code appeared. Functional testing specific to the customer's complaint could not be performed due to the vacuum check failure during the priming stages. The root cause of the customer¿s complaint could not be confirmed as we are unable to verify the customer's complaint with functional testing of the complaint failure mode. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported poor aspiration during ultrasound and irrigation/aspiration stages of the procedure. The product was replaced and procedure completed with no patient harm.